Event description:
It was reported that the micropituitary tip was broken off during use on a patient in surgery. The broken tip was retrieved. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip of the instrument if broken at the static shaft on side, and both static and dynamic shaft on the opposite side. It appears excessive force may have been applied to the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.